Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was abandoned and was not returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Our company received additional information that this left ventricular lead was abandoned surgically and replaced due to high impedance measurements and loss of capture. No lead fracture was seen during the lead revision procedure. There was no report of adverse patient effects due to the procedure.

Event description:
Boston scientific received information that following a device upgrade procedure, the patient with this device and left ventricular lead was admitted to the hospital with heart failure. Upon interrogation, an impedance measurement greater than 2000 ohms was noted. The threshold measurement had also increased. A technical service consultant was contacted and suggested reviewing the impedance values in all pacing configurations to identify or isolate the ring vs a pin issue. The consultant also discussed a chest x-ray to rule out a connection or a loose set screw.